Manufacturer narrative:
Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Pt is a (B)(6) year old boy that had a lens tear in his left eye. The pt had irritation, punctate keratitis, a corneal abrasion, and some corneal staining. Some of these were caused by digging the lens out of the eye after the lens tore. The patient's best corrective acuity of 20/20 did not change. The pt was taken out of lens wear for 3 - 7 days depending on how long the redness persisted. The pt is scheduled to f/u in the next 10 -15 days. The pt was treated with ofloxacin for 7 days three times a day. On march 23rd the office left coopervision a message stating that the pt did not show up for his f/u and has since rescheduled, the office wants to wait to fill out the mir forms until the final f/u is complete.